Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on meter.the root cause is foreign material on strip connector.

Event description:
Customer complains of low customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the bathroom and opened vial date 11/01/2015. Customer performed a back to back blood test 196mg/dl and 194mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: (B)(6) 2015 - 55mg/dl. Meter does not have correct time and date in meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (per details from complaint's call).

Event description:
Customer complains of low customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Customer performed a back to back blood test 196mg/dl and 194mg/dl fasting. Reviewed meter memory: (B)(4). Memory concerns: (B)(6) 2015 55mg/dl. Me6er does not have correct time and date in meter.